Event description:
It was reported that a patient experienced suspected peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was unknown. The patient was hospitalized for six days for the event. It was reported that the suspected peritonitis was manifested by ¿milky color¿ pd effluent. Treatment during hospitalization was not reported. It was reported that four days after discharge, the patient was treated with vancomycin (1 gram, intraperitoneally, two times a week for the next two weeks) and rifampicin (orally, 600 milligram, daily) for the event. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The suspected peritonitis event occurred on an unknown date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.